Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01, implantable pulse generator, 2008 (B)(6); 5076-58, implantable pacing lead, 2008 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead appeared to be undersensing. The lead remains in use. No patient complications have been reported as a result of this event.